Event description:
It was reported that the paramedics were called to assist the customer for hypoglycemia. The customer was attempting to remove air bubbles from the tubing and accidentally primed a large amount of insulin while connected to the pump. It was indicated that the customer ate glucose tabs to compensate the insulin that was primed. In addition, the customer drank soda and the paramedics were summoned to their location. The paramedics wished to terminate the call to assess the customer. It was stated that the customer's bg was normal at the end of the call.